Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set the hub separated from the device. The following information was provided by the initial reporter. The customer stated: "before use the staff was attempting to set up product for use and during handling the barrel separated. No harm or needle stick occurred." This is report (2 of 2).